Event description:
The customer reported a loose therapy cable connection with a noisy pads ECG waveform. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported a loose therapy cable connection with a noisy pads ECG waveform. There was no negative patient impact. A philips field service engineer went onsite to evaluate the device. The issue could not be reproduced. The device passed all testing and was returned to service. We are unable to determine the cause as the symptom could not be duplicated.